Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead was explanted due to an infection. No additional adverse patient effects were reported.